Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl; cause was not known. Reportedly, the customer was assisted by paramedics and was provided with glucose tablets to address bg level; customer's bg level subsequently rose and displayed as high. Customer administered manual injections to address the bg level. Customer believed pump was not at fault. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.